Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing files were reviewed and no anomalies were found. The sales rep reported that only the broken tulip head was retrieved. Conclusion: the probable root cause is not determined.

Event description:
It was reported that the surgeon attempted to place the blocker on top of the rod using the custom black corkscrew persuader, the tulip head of the t1 screw detached from the bone screw. He then attempted to remove the bone screw, but was unable to do so. He then had to extend his fusion construct down to t2 in order to achieve stability.

Event description:
It was reported that the surgeon attempted to place the blocker on top of the rod using the custom black corkscrew persuader, the tulip head of the t1 screw detached from the bone screw. He then attempted to remove the bone screw, but was unable to do so. He then had to extend his fusion construct down to t2 in order to achieve stability.